Event description:
It was reported that the catheter leaked at the trifurcation of the temperature probe, drainage tube and balloon port. The temperature probe was able to be moved in and out of the catheter.

Manufacturer narrative:
The reported event was unconfirmed since the product met specifications. Visual inspection noted one silicone temperature sensing catheter was received with the meter bag, inlet tubing, and sample port connector. Visual evaluation noted no obvious defects. The spine was bent into the racetrack. The catheter was removed from the sample port connector in order to evaluate. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and balloon concentricity was observed to be 50:50. This meets specification as concentricity should not exceed 70:30. The balloon rested for 30 minutes without leaks and passively deflated without issue or cuffing, returning 10ml of solution. Drainage lumen was flushed, and no leaks were observed. This meets specifications as balloon fill being complete with no holes or tears. This meets specifications as no holes or damage being found on the shaft during testing. The inlet tubing and sample port connector were filled with methylene blue and water and no leaks were observed. The drainage bag was filled with methylene blue and water solution and hung vertically to inspect for leaks. No leaks were observed. The device history record review was not required as the reported event was unconfirmed. The instructions for use were found adequate and state the following: "sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not resterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Directions for use: 1. Wash hands and don clean gloves. 2. Explain procedure to patient and open peri-care kit. 3. Use the provided packet of wipes to cleanse patient¿s periurethral area. 4. Remove gloves and perform hand hygiene with provided alcohol hand sanitizer gel. 5. Using proper aseptic technique open csr wrap. 6. Don sterile gloves. 7. Place under pad beneath patient, plastic/¿shiny¿ side down. Note: use caution to maintain aseptic technique 8. Position fenestrated drape on patient. 9. Saturate 3 foam swab sticks in povidone iodine. 10.attach the water filled syringe to the inflation port note: it is not necessary to pre-test the foley catheter balloon 11. Remove foley catheter from wrap and lubricate catheter. 12. Prepare patient with 3 foam swab sticks saturated in povidone iodine. Use the nondominant hand for the genitalia and the dominant hand for the swabs. Note: use each swab stick for one swipe only female patient: with a downward stroke cleanse the right labia minora and discard the swab. Do the same for the left labia minora. With the last swab stick cleanse the middle area between the labia minora male patient: cleanse the penis in a circular motion starting at the urethral meatus and working outward. 13. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube. B. Insert catheter two more inches and inflate catheter balloon. 14. Inflate catheter balloon using entire 10cc of sterile water provided in the prefilled syringe note: use of less than 10cc can result in asymmetrically inflated balloon 15. Once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. 16. Secure the foley catheter to the patient use the statlock® foley stabilization device if provided (see statlock® foley stabilization device IFU). Note: please make sure patient is appropriate for use of statlock® stabilization device 17. Position hanger on bed rail at the foot of the bed note: exercise care to keep bag off the floor 18. Use green sheeting clip to secure drainage tube to the sheet. Make sure tube is not kinked. 19. Indicate time and date of catheter insertion on provided labels. Place designated labels on patient chart and drainage system 20. Document procedure according to hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 16 fr. Temp sensing foley was leaking at the trification of the temperature probe, drainage port, and balloon.